Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented after receiving an alert, episodes of lead noise was observed. The noise was reproduced when the patient moved their left arm. X-ray revealed lead fracture. Tachy therapy was turned off. The lead was later capped and replaced on (B)(6) 2016. The patient was in stable before and after the procedure.